Manufacturer narrative:
The user experienced severe hypoglycemia resulting in seizure and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported hospitalization. Review of available information identified that the user's blood glucose decreased to 19 mg/dl before displaying low on the cgm, and the user's mother estimated that the blood glucose level was in the teens at the time of the event. The user's mother administered oral carbohydrates before ems arrived, and ems subsequently administered glucagon prior to transport to the hospital. The reporting party believed the ilet had overcorrected glucose levels; however, engineering review could not be performed because device data corresponding to the reported event timeframe were unavailable. Review of available engineering records identified no malfunction alerts or factory reset events prior to the last available device synchronization. Multiple follow-up attempts were made to obtain additional hospitalization information and updated device data; however, no additional information was obtained. Based on available information, the cause of the event remains not established and a relationship to device performance could not be determined. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 09-jun-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 19 mg/dl, resulting in seizure and hospitalization. The user was admitted on (B)(6) 2026 and treated with oral glucose and glucagon prior to hospital arrival. The discharge date and long-term health effects are unknown.